Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. During system check with tandem technical support, the root cause could not be determined because customer did not have supplies to complete troubleshooting. Customer reverted to an alternate method of insulin therapy. Customer's blood glucose ranged from 90-378 mg/dl.